Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/20/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis performed on the device noted a thinner surface and discoloration; brown biological tissue was noted on the outer surface of the device. The plug strap at the diaphragm valve was totally separated. Clear fluid was noted inside the device. A leak test was performed which confirmed no leaks. The port holes of the diaphragm valve were checked and there was no blockage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation, delamination, pain, and crease/folding of implant.

Event description:
Health professional reported a left side deflation and creases. Healthcare professional reported additional events of ¿pain involving both breasts¿ and ¿the valve appeared to have separated with tissue present between the straps.¿ device has been explanted.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following", "anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, infection, disability, chronic pain, other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, capsular contracture, heat sensation, mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering. Plaintiff has been diagnosed with bia-alcl". Also reported "plaintiff suffered, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, scarring, disfigurement, diagnostics, asymmetry of breasts" which are not related to the device. Histopathological markers confirming alcl have not been received. Treatment: device explant.

Manufacturer narrative:
Continued h.6 (health effect - clinical code): e0307. Continued h.6 (health effect - impact code): f22. The events of lymphoma-alcl-suspected, capsular contracture grade unknown, infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: (B)(6), 2019.